Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2003 due to mesh exposure. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted and on (B)(6) 2003 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.